Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected a21 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had general unexpected restart alarm also appeared after rebooting. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump suddenly asked for a reset on one day, and the screen suddenly disappeared and after the battery was replaced, the screen appeared. The insulin pump will be returned for analysis.